Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-ID, lot id193, on the galileo echo.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that results appeared as reported by the echo. In-house testing confirmed the reactivity of the e antigen on retention product. No additional sample was available for further investigation. A product deficiency was not identified.